Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and r-wave amplitude variation. A complete lead was returned in one piece. The reported events of inadequate capture and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited r-wave amplitude variation and high capture thresholds. X-ray suggested micro-dislodgement. The lead was explanted and replaced. The patient was in stable condition.